Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up correctly and screen was blue. Upon functional testing the fse identified that the issue was due to corrupted host software. As part of troubleshooting step, the fse restored the image from ippc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not boot up correctly - screen was blue. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.